Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice (hc) cassette without an alarm. The hp was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The hp checked the patient line and noted a ¿one half air gap in the patient line¿ (no further detail). Renal therapy services (rts) assisted the hp to end the therapy, disconnect using aseptic technique and remove the cassette. Rts advised the hp to use new supplies and to inform their peritoneal dialysis registered nurse regarding the issue. The hp started over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information was available.